Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were provided, however, the tibia bone model generation error could not be confirmed when reviewing the screenshots and the log files. The screenshots showed that the manual mode was chosen, where the exposure and speed control modes are off. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem could not be confirmed, the tibia bone model generation error has been corrected and released in cori-v1.4.3 software. No reasonable contributing factors could be identified based on the received complaint information and investigation results. The tibia bone model is still generated when the drill is in manual mode. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect.

Event description:
It was reported that, during tka surgery with cori, the real intelligence tablet would flicker periodically and make the screens reboot. There was a minimal delay since they just waited for the reboot (B)(4). Then, when the surgeon finished his distal cut and went to burr tibia lugs holes, they received the tibia bone model generation error (B)(4). They cleared, remapped and proceeded with a delay of fewer than 30 minutes using the same device. No other complications were reported.